Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 37 mg/dl at the time of the incident. The customer also had a high blood glucose event with a 398 mg/dl reading. The customer used manual injections to treat the high. The customer was at 298 mg/dl at the time of the call. The customer used food and was given juice and intravenous fluids to treat the low. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed a self test, and the insulin flow blockage was resolved by a set change. The customer reported getting insulin flow blocked alarms since they started on the pump a month prior. The insulin pump will not be returned for analysis.